Manufacturer narrative:
(B)(4)

Event description:
It was reported during a follow-up visit, the physician observed alerts and episodes of atrial interference due to noise on the atrial lead. Reprogramming was performed which resolved the issue. There were no reported patient symptoms.